Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a pulse generator fault message indicating a potential device malfunction had occurred.